Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the hardware rtc date and time disagrees with the software maintained date and time (main). It was reported that the main arm cannot communicate with the motor arm and the insulin pump alarmed a software error. The patient¿s blood glucose level was 124 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm (line number 32000 file number 459) pump error alarms are located in the formatted history file due to a software error. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.